Event description:
Power cord failed ground resistance test. No injury reported.

Manufacturer narrative:
Tech found power cord failed ground resistance test. Replaced the power cord to resolve this issue.